Manufacturer narrative:
Spline 4 is broken in the distal section. Wear/rub marks are seen under the spline location on the magnetic sensor. The damage and break appear to be the cause of entanglement under the spline.

Event description:
It was reported spline break occurred. A intellamap orion catheter was selected for a transcatheter ablation procedure. During the procedure it was noticed that a spline was broken on the orion. The procedure was completed using an alternate method with no patient complications reported.